Manufacturer narrative:
Findings: all operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit functioned properly. Unit received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm low battery. Customer's blood glucose was unknown mg/dl. The customer is calling a second time regarding a low battery. The customer is calling back because replacement battery cap did not resolved the issue. The customer stated that the battery did not last one and alarms found in alarm history. The customer was advised that the device would be replaced. The customer was instructed to return pump with battery cap and batteries intact and to zero out basal rates.